Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found non-OEM battery identified. Chipped top case corners, cracked bottom case by l-bracket. Functional testing found incomplete update process by customer. Used test top case to download v1.6.4 software to the pump base, then reconnected customer's top case and uploaded software from base to head of the pump which fixed the reported problem. The root cause of the reported issue was found to be user interface - incorrect process for software update. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
Additional information received via email and attached to complaint object: these syringe pumps did not have their issues occur on a patient. Both devices were found in dirty utility rooms with red tags on them no patients were affected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI and operator of device are unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service the unit had a blank screen and was continuously alarming until the battery was removed. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.